Manufacturer narrative:
Method: actual device was not returned, so implantech performed an analysis of production records, including sterilization records, as well as performing trend analysis. (There have been no other complaints associated with the applicable sterile lot.) Results: no device problem was found. Conclusion: infection is a known, inherent risk associated with implant surgery, and is addressed in the labeling for the product.

Event description:
Complainant reported that device "became infected clinically diagnosed" and was explanted approximately two months post-op. No culture was taken.